Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 102) was isolated to j1002aa & j1002bb components on the defibrillation and ca board being burnt and thermally damaged, causing monitor to not pass detect and treat testing. Upon further investigation, u15, u16, u17, and u18 components were shorted on the defibrillation board, causing fault. The root cause for the thermal damage and shorted components could not be positively identified. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code 102.